Event description:
It was reported that, during a procedure, the tip of healicoil knotless was broken. The procedure was completed without delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder repair procedure, the tip of healicoil knotless broke inside the patient. All broken pieces were removed using tweezers. The procedure was completed without delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). Additional information: b5 and h6: health effect - impact code

Manufacturer narrative:
H10: additional information: b5: event description.

Event description:
It was reported that, during a shoulder repair procedure, the tip of healicoil knotless broke inside the patient. All broken pieces were removed using tweezers. The procedure was completed without delay using a smith and nephew back-up device in the originally drilled bone hole. No void was left in patient. Insertion site cleared of all debris prior to insertion of the anchor. No further complications were reported. Patient is in good condition.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per case details, the broken anchor was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.